Manufacturer narrative:
The correct bsc aware date is (B)(4) 2014. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Perforation is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during a duodenal stent implantation procedure performed at the end of (B)(6) 2014 (exact date unknown). According to the complainant, the stent was being used to treat a malignant stricture at the descending part of the duodenum due to pancreatic cancer. The patient anatomy was bending at a precipitous angle at the location of the stenosis. Reportedly, the patient had undergone chemotherapy. During the procedure, the physician advanced the stent delivery system over a 0.025 inch guidewire. During insertion, the stent delivery system perforated at the oral side of the stenosis and resulted in intraperitoneal bleeding. Hemostasis was performed urgently but was unsuccessful. It was reported that the patient died on the day of the stent placement procedure. According to the physician, axial force of the delivery system was unable to be corrected by the guidewire during insertion causing the delivery system to advance straight and not bend with the anatomy. In the physician¿s assessment, the cause of death was hemorrhage resulting from the perforation.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during a duodenal stent implantation procedure performed at the end of (B)(6) 2014 (exact date unknown). According to the complainant, the stent was being used to treat a malignant stricture at the descending part of the duodenum due to pancreatic cancer. The patient anatomy was bending at a precipitous angle at the location of the stenosis. Reportedly, the patient had undergone chemotherapy. During the procedure, the physician advanced the stent delivery system over a 0.025 inch guidewire. During insertion, the stent delivery system perforated at the oral side of the stenosis and resulted in intraperitoneal bleeding. Hemostasis was performed urgently but was unsuccessful. It was reported that the patient died on the day of the stent placement procedure. According to the physician, axial force of the delivery system was unable to be corrected by the guidewire during insertion causing the delivery system to advance straight and not bend with the anatomy. In the physician¿s assessment, the cause of death was hemorrhage resulting from the perforation. Additional information received on (B)(4) 2014. According to the complainant, surgical intervention was done to treat the bleeding. It was reported that the patient had stage ivb pancreatic cancer.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was in his (B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.